Manufacturer narrative:
Unable to prime during prime/delivery alarm test and motor error alarmed during basic occlusion test due to moisture damage noted in forced sensor resistor; moisture damage also noted on motor assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that customer received a motor error alarm. Customer's blood glucose was not reported. Insulin pump would be replaced.